Manufacturer narrative:
The technician's finding of no audio was verified. The unit was powered up on battery and audible tones were not observed. The buzzer volume was checked and found to be at the lowest level. The volume was turned up without effect. Visual inspection of the main pcba found that component u14 in the audio circuit was damaged, resulting in bent leads, lifted pads and torn traces. A formal corrective and preventative action investigation was opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned to the service center with no allegation of a complaint. Upon triage the service technician discovered that the unit had no audio.